Event description:
It was reported that the hand piece for battery powered driver was found to be continuously running outside the or while prepping for surgery. The part was not used in surgery, as there was another part on hand. And there was no patient involvement, and no delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the device was running continuously. The repair technician reported the device was running slow, and the main circuit was burned. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 12-feb-2015 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that the past three years has been reviewed. The item was previously returned for service on 21-oct-2013 due to motor failure. The customer called in a service request for this item on 15-jan-2015 and reported the device is inoperable, it runs continuously. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable, it runs continuously. The manufacture date of this item is 13-feb-2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The service history evaluation has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.